Event description:
It was reported by service report that the fowler frame had a broken weld with exposed sharp edges. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Fowler. The reason for the serialization starting with (B)(4) is to provide clarification following a change in stryker's electronic complaint systems.